Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset using instructions provided by technical support, and issue was resolved with no further follow up needed.